Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure for atherosclerotic occlusion of the left lower extremity through the left femoral artery, the head end of the stent was allegedly not released properly. It was further reported that the stent was allegedly compressed in the anterior section after popping out and stretched at the posterior section. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the occluded left lower extremity through the left common femoral artery, the head end of the stent was allegedly not released properly. It was further reported that the stent was allegedly compressed in the anterior section after popping out and stretched at the posterior section. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was not returned for evaluation. An x-ray photo was provided; based on this photo significant elongation of the stent can be confirmed. It is considered that the reported difficulties during stent deployment led to elongation of the stent during deployment. Based on an x-ray photo provided, the stent shows strut patter significant for elongated stent placement. The reported difficulties may be related to high deployment force caused by difficult patient anatomy or inadequate handling during deployment. The stent was placed crossover to treat an atherosclerotic occlusion of the left lower extremity; the lesion was pre-dilated. A potential device related issue could not be verified, as the delivery system was not available for evaluation. Based on information available, elongation of the placed stent is confirmed. The reported difficulties to deploy could not be confirmed. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. As referenced in the instructions for use stent misplacement in one of the potential complications and adverse events which may occur using the lifestent xl vascular stent for treatment of atherosclerotic lesions. Correct stent deployment was found to be described, in particular the instructions for use states: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment" and "to ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site. Deployment of the stent is complete when the proximal stent end apposes the vessel wall, and the sheath radiopaque zone is proximal to the proximal end of the stent." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.